Manufacturer narrative:
The customer alleged the progressa bed was responsible for the development of new pressure ulcers on patient¿s placed on the progressa bed. Per nursing staff, the pressure ulcers were located on patient¿s heels and back. The customer stated that despite the reduction of the mattress pressure, the result remains the same. At the time of the initial report, details regarding the number of patients and beds involved, bed serial number(s), severity of the pressure ulcers, and medical intervention, were not provided. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. The customer did not provide the necessary information to determine the severity of the injuries. Based on the limited details provided, there is no indication that the reported pressure ulcers were serious injuries. However, device inspection is pending, and a malfunction of the device cannot be ruled out at this time. If additional relevant information is received, the complaint will be reassessed, and the injury will be categorized accordingly. (B)(6) 2022: clinical evaluation update the bed was inspected by hillrom, pressures were tested, and no malfunction was identified. The bed functioned as designed. Several attempts have been made by hillrom to obtain information regarding the report of pressure ulcers, but the customer has not provided any additional information. Based on the limited details provided, there is no indication that the reported pressure ulcers were serious injuries. Additionally, inspection of the device found the progressa bed functioned as designed. Based on this information, no further action is required.

Event description:
The customer alleged the progressa bed was responsible for the development of new pressure ulcers on patient¿s placed on the progressa bed. Per nursing staff, the pressure ulcers were located on patient¿s heels and back. The customer stated that despite the reduction of the mattress pressure, the result remains the same. At the time of the initial report, details regarding the number of patients and beds involved, bed serial number(s), severity of the pressure ulcers, and medical intervention, were not provided. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer alleged the progressa bed was responsible for the development of new pressure ulcers on patient¿s placed on the progressa bed. Per nursing staff, the pressure ulcers were located on patient¿s heels and back. The customer stated that despite the reduction of the mattress pressure, the result remains the same. At the time of the initial report, details regarding the number of patients and beds involved, bed serial number(s), severity of the pressure ulcers, and medical intervention, were not provided. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. The customer did not provide the necessary information to determine the severity of the injuries. Based on the limited details provided, there is no indication that the reported pressure ulcers were serious injuries. However, device inspection is pending, and a malfunction of the device cannot be ruled out at this time. If additional relevant information is received, the complaint will be reassessed, and the injury will be categorized accordingly. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The customer alleged the progressa bed was responsible for the development of new pressure ulcers on patient¿s placed on the progressa bed. Per nursing staff, the pressure ulcers were located on patient¿s heels and back. The customer stated that despite the reduction of the mattress pressure, the result remains the same. At the time of the initial report, details regarding the number of patients and beds involved, bed serial number(s), severity of the pressure ulcers, and medical intervention, were not provided. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).